Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was put into device cautery mode but it was not async pacing. The cautery was used on or around the device. Moreover, the field representative cancelled cautery mode and entered it and once they were not cauterizing over device, it worked okay. Field representative discussed the effects were the result of the defibrillation detect circuit and its overall function and purpose. Also, it was an unexpected function, but device was operating as designed. This device was explanted. No additional adverse patient effects were reported.